Event description:
It was reported that a homechoice disposable set with cassette was found cracked and leaked. This was further described as ¿the location was near connector, but no information about which line was cracked¿. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information is added to d9, h3, h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection by the naked eye observed damage on the patient line tubing below the heat seal bead. Functional tests which included clear passage and clamp function tests were performed with no issues. The leak test revealed a leak form the patient line tubing located below the heat seal bead. The reported condition was verified. The cause of the condition was a manufacturing related issue which occurred during the rf (radio frequency) welding process. Should additional relevant information become available, a supplemental report will be submitted.